Event description:
It was reported to medtronic minimed that the customer reported the middle button was not working and insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) unk_reservoir, unomedical, mmt-1884. Troubleshooting was performed. The customer did not press a button down for 3 minutes or longer. The pump has not been exposed to altitude change. The customer reported a past insulin flow blocked event and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for unk_reservoir, unomedical. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 320 pounds to 215 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 215 pounds which is updated in section a4. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Intermittent button response noted during testing. Pump was cut open to perform visual inspection and found flattened keypad dome (no crease). Pump¿s history and trace files downloaded successfully using thump software. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) on (B)(6) 2025 17:02:44.000. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2025 09:16:15.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. Pump was cut open to perform visual inspection and found no physical or moisture damage to the electronic assembly, or motor. The sc1-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Alleged insulin flow block alarms not confirmed during testing. Stuck button alarms were confirmed during analysis and was due to a flattened keypad dome. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.